Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc). The plan was to perform a magnetic resonance imaging (MRI) however it was determined that rv lead was programmed to be unipolar pace/bipolar sense. There was no capture in v in bipolar due to which it was considered to be non-conditional. This rv lead remains in service. No adverse patient effects were reported.